Event description:
Pt had a fall and was "well since then but with mild headache." At regular study follow-up visit, the hcp was unable to withdraw through the catheter. X-rays show that the "catheter appears to have snapped leaving on portion intrathecally and other in subcutaneous tissue." The pump was stopped and the pt scheduled for replacement of the catheter.